Event description:
It was reported to baxter (B)(4) that a single day infusor device was leaking during patient use. The device was infusing the patient with 5-fluorouracil when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a infusor with a leak cannot be confirmed nor can an assignable cause be provided. Should this device be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. A batch review was performed and no deviations were found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.